Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2018. The customer blood glucose level was 37 mg/dl at the time of incident and the current blood glucose level is 101 mg/dl. The customer declined troubleshooting for low blood glucose event. The customer was treated with glucagon and glucose during hospitalization. The customer stated no symptoms related to low blood glucose. Customer was unable to upload to carelink. The insulin pump will be returned for analysis.